Event description:
It was reported that the device was at elective replacement indicator and the device battery had only lasted four years. It was noted that the device had been programmed with high left ventricular outputs for some time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).